Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the material of the guidewire was different from other guidewires during operation. The product was impossible to be inserted. A new one was replaced.

Manufacturer narrative:
The reported event is confirmed and the cause was unknown. A photo sample was submitted however could not be evaluated for the reported event. The physical sample was returned; an evaluation of the physical sample was completed. The sample was found to have the coating cut off approximately six inches from the end. Additionally, the end was observed to be bent, however, as this was not reported by the customer and it is unknown if this occurred during shipment for evaluation. A potential root cause for this event could be, "inadequate material selection, and/or bonding between layers, degradation". The device was attempted to be used for treatment purposes. It is unknown if the device had met all relevant specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract." "Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract." "Failure to comply with the warnings could result in damage to the guidewire to include, but not limited to: wire breakage, abrasion of the coating, release of guidewire fragments into the urinary system, all of which might require intervention." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the material of the guidewire was different from other guidewires during operation. The product was impossible to be inserted. A new one was replaced.